Event description:
A dental office employee called to ask about our composite materials. She has a (B)(6) female pt, that was seen in their office, that claimed another dentist replaced 7 amalgam fillings with venus diamond composite. Immediately after the fillings were replaced, the pt could not walk for several weeks. The pt had blood drawn and her serum was tested, by (B)(4), against venus and venus flow composites and I was told her serum reacted to the venus and venus flow composite. (B)(4) is owned and operated by the dentist according to their website. The dental office employee asked if the pt could be allergic to venus diamond. I asked if she was allergic to venus and venus flow or if her serum reacted to it. She said the serum reacted which indicates an allergy. The pt has been to their office once and is coming back today. On (B)(6) 2012, I left a message for judy regarding this complaint. On (B)(6) 2012, spoke to another office employee. I asked if they had the info for the dentist who removed the amalgams. He said they did not have that info. He said the pt was ill when she came in. He said they ran a biocompatibility test on the blood serum with several composites and the pt had a high reactivity to venus flow. I asked him to specify which biocompatibility test as there were more than one blood serum test. He said he did not know the type of test and that they sent it out of a lab. He said they contacted us to find out how similar venus diamond was to venus flow. I told him that venus flow was a bis-gma composite and that venus diamond was tcd-di-hea composite. I asked him to get the other dentist info. He said that he thought that she had this done 15 years ago. I told him that venus diamond was only on the market a few years. He said that she had some done more recently too. He said that she had the amalgams removed overtime and had different composite materials besides venus diamond in her mouth. He said that they removed the other composites and left the venus diamond composite in her mouth. He said that the pt came back in last week and that she looked much better. I told him that we would still like to get the previous dentist info. On (B)(6) 2012, spoke to the first dental office employee. I asked if she had any further info. She said she had not. She said that they had given the pt the heraeus contact info and that they left it up to her to call. She guesses the pt does not want to pursue this. She said the pt has not been back in for (B)(6) weeks and she was fine at that time. She asked about the ingredients in venus diamond verses venus as she said that they still did not have any further info. I told her that venus and venus diamond had different chemistries. She said that the amalgams removal and replacement did not happen in there office. She said she did not know who did the removal/replacement.

Manufacturer narrative:
As allowed by exemption #(B)(4), (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. We cannot rule out causality. Narrative for conclusion code from the directions for use, "do not use venus diamond in pts, which are allergic against the ingredients of venus diamond."